Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had an infection after the implant, and the system had to be explanted. The patient had a tyrx envelope used and had antibiotics given during the replacement surgery on (B)(6) 2016, but she still developed an infection.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 10mg/ml at 0.480mg/day via an implantable pump. The indications for use were not reported. The other medications the patient was taking at the time of the event was coumadin, norco, cymbalta and gabapentin. The patient presented to the healthcare provider's office with a fever of 101.6 and red skin surrounding the pump site. There was also some drainage. The physician had examined the patient and determined the entire system should be explanted. The patient was on blood thinner therefore the patient was admitted and observed overnight. The issue was resolved at the time of the event and the patient status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.